Event description:
It was reported that the perclose proglide sutures were deployed in the moderately to heavily calcified right common femoral artery using a preclose technique before a valvuloplasty procedure. A 6f sheath was used prior to the use of the proglide. Reportedly, after suture deployment and when reintroducing a .035 whole guide wire into the proglide guide wire exit port, resistance was met at the hemostatic valve and the wire could not be advanced any further. During removal of the guide wire, resistance was felt. A .035 j-tip guide wire was used and although resistance was met, the wire was successfully advanced. The sutures from a second proglide device were deployed successfully. A 12f sheath was used for the valvuloplasty procedure and after the procedure, the sutures from the two proglides successfully achieved hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f, 12f sheath; perclose proglide; .035 wholey guide wire. The .035 wholey guide wire is being filed under another manufacturing medwatch number. Evaluation summary: the device was returned for evaluation. Based on the testing of the returned device, the reported event could not be confirmed. The guide wire used during the procedure that was unable to pass through the hemostatic valve was not returned, limiting the scope of the investigation. The device was used in a moderate to heavily calcified artery. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.